Manufacturer narrative:
H10: to date, the customer has declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a defective battery on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and reported the customer performed troubleshooting themselves and requested part replacement details. The rse confirmed the error codes and provided the customer with a parts only price quote.

Manufacturer narrative:
(B)(6).